Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the lifevest electrodes. The area was described as bumpy, red and bleeding. The patient reported that someone at her cardiac rehabilitation recommended that she use cortisone cream. It is unclear if this person is a medical professional. During a follow-up, the patient indicated that the irritation has improved due to using cortisone cream.